Event description:
Baxter reported a transfer set with a cracked main body after 160 days of use. Reportedly, the transfer set was not exposed to any type of iodine or disinfectant. No pt injury or medical intervention was associated with this incident per baxter.

Manufacturer narrative:
Baxter's product analysis lab received one minicap transfer set for analysis. A visual inspection revealed a 1 millimeter line on the main body (light blue part). There was no crack found on the main body, however, there is a marbling effect that is caused by poor material blending during a molding process.